Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken opening striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Silicone migration: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Red particles observed in the device.

Event description:
Physician reported rupture on the left side with silicone found in the lymph nodes in the armpit diagnosed via MRI. The device has been explanted. Record is for left side.

Event description:
Physician reported rupture on the left side with silicone found in the lymph nodes in the armpit diagnosed via MRI. The device has been explanted. Record is for left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Adverse event unknown on left side. The device has been explanted. Physician later reported "rupture of device + silicone in armpit lymph nodes."

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, silicone migration.